Event description:
Customer reported that one day at work, her blood glucose was over between 500 and 600 mg/dl. Her insulin pump did not alarm no delivery. Customer stated she gave herself injections and brought her blood glucose down to 130 mg/dl. Customer works in a factory that makes bullet shells. She stated she believes the cause of her high was user error. She will upload her data using a friend's computer. Customer declined troubleshooting. She stated the last two days her blood glucose has been better. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.